Event description:
After initiating iabp therapy, alarms sounded and the iab was removed and replaced. No pt injury or further complications occurred as a result of this event. The pt is reported to be fine. No further details were provided.